Event description:
During a unspecified procedure in a vein graft, the shaft of the maverick2 monorail catheter broke. The physician successfully placed a filter wire across the target lesion. The maverick2 monorail was advanced over the wire to the target lesion for pre dilation. The balloon would not inflate and it was noted that the shaft had broken. The balloon was then reomved and the filter wire caught the remaining protion of the balloon. The physician slowly pulled the filter wire out and started the procedure over. The procedure was completed with a different device. Pt status is listed as "okay".